Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of having sinus pressure, nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of white powder contaminant around the air inlet. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of contaminant on the front and rear panels, a dark grey contaminant at the blower seal of the blower box that appears consistent with potential keratin. The manufacturer found evidence of sound abatement foam degradation/breakdown. The device's event logs were downloaded and reviewed. The manufacturer found 0 error logged. The manufacturer concludes there was evidence multiple contamination from the device. The manufacturer confirmed there was evidence of sound abatement foam degradation/breakdown.